Event description:
Customer reported receiving a reading of 90 mg/dl which customer considered within normal range. Customer began to feel ill and lost consciousness while shopping. Customer was aided by store employees who provided cookies and a soda to raise blood glucose levels. Customer was not hospitalized.